Event description:
It was reported that this electrode delivered inappropriate shock therapy due to t-wave oversensing in the secondary vector. A couple of months later, another non-sustained event was logged in the latitude remote patient monitoring system. Technical services was contacted for programming recommendations. Besides the inappropriate therapy, there were no other adverse patient effects reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to t-wave oversensing in the secondary vector. A couple of months later, another non-sustained event was logged in the latitude remote patient monitoring system. Technical services was contacted for programming recommendations. Besides the inappropriate therapy, there were no other adverse patient effects reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.